Event description:
A male, pt, underwent a colorectal procedure and the insorb stapler was used to close a 25 cm high tension, primary incision. Two days post op, the pt experienced a partial, 8 cm wound separation. The separation was re-closed under local anesthetic using metal skin staples.

Manufacturer narrative:
The complaint investigation has yielded little info about this case, the pt, and the specifics about the incident. The device used in the case was not available for examination.